Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Although the suspect device has not been returned for evaluation, performance testing was conducted by the supplier of alphatec targeting needles. Testing consisted of ultimate push (insertion of the device), ultimate pull (extraction of the device if stuck), and ultimate torsion (twisting of the device for insertion or extraction). The supplier found that device functions as intended. No discrepancies or assignable causes were detected during their root cause investigation.

Event description:
Targeting needle broke during mis surgery. Removal extended the case approximately 10-15 minutes.